Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged and pulled back in the superior vena cava (svc). The ra lead was capped. No patient complications have been reported as a result of this event.